Manufacturer narrative:
Details of complaint: on 01/13/2021, the customer reported intermittent comm loss on (10) transmitters at the central nurse's station (cns). No patient harm was reported. Service requested / performed: on-site evaluation. Investigation summary: the reported device was not returned for evaluation. An on-site nk technician discovered that the facility switched to a different device provider and removed most nka devices that were causing the network to falter. The technician decommissioned all other nka devices then removed switches, host 1k, and the servers from the nka network, leaving only the edns and org9100. The root cause of this issue is the hospital's network environment. As this issue has an overall risk score of low, a CAPA is not required per corrective action and preventive action process, sop07-003. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: ni. Attempt # 1: 02/04/2021 emailed the customer via microsoft outlook for all the information: no reply was received. Attempt # 2: 02/08/2021 emailed the customer via microsoft outlook for all the information: no reply was received. Attempt # 3: 02/11/2021 emailed the customer via microsoft outlook for all the information: no reply was received.

Event description:
The customer reported comm loss on (10) transmitters intermittently at the prefense early detection monitor. They reported that it was very sporadic and was noticed happening since the new year. No patient harm was reported.

Manufacturer narrative:
The customer reported of that getting communication loss on ten transmitters intermittently. They stated that its very sporadic and it was noticed since the new year. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to this report: expiration date, device bla number. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 02/11/2021 emailed the customer via microsoft outlook for all the information : no reply was received.

Event description:
The customer reported of that getting communication loss on ten transmitters intermittently. They stated that its very sporadic and it was noticed since the new year. No patient harm was reported.